Event description:
On 06/16/2023, it was reported by a sales representative via sems that an ar-13120g-2 mini depth guide was bent and missing the hook. This was discovered during an unspecified time with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-13120g-2 serial/batch number (B)(6) was received for investigation. No functional test for this device with a bent shaft and tip, and the tip was broken off. Visual evaluation noted that the instrument shaft and tip were bent; additionally, the hook tip was broken off. The most likely cause for the reported failure is user error for applying excessive force during use.